Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent the unit for flow accuracy testing and passed. The device was received with the reported problem 'flowrate not accurate'. The event history log review was completed, and the customer reported problem could not be confirmed through the event history log. The customer did not provide an event occurrence date or parameters. The history log cannot be used to determine the actual volume in the IV bag at a given time or setup of the pump. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's flowrate was not accurate. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.